Event description:
It was reported that an unspecified stent was implanted on (B)(6) 2013 and malfunctioned. A new stent was placed. There was no adverse patient sequela reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
D4: the UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. A review of the production records, corrective and preventive actions (CAPA) review and similar incident query of the reported lot could not be conducted because the part/lot number was not provided, and no device issue was reported. The subsequent unexpected medical intervention due to the reported stent malfunction could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.